Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient experienced "a burn" from the pod's adhesive with 2 pods. The skin appeared red and there was a blister while wearing the pod between 5 and 24 hours on the arm. The patient visited their doctor and was prescribed a tegaderm (barrier film patch) iev size 8.5cm - 11.5cm; and corticosteroid cream betamethasone for the skin burn to be applied 2 times a day, for the blistering. Once the blister has healed the barrier film patch can be used. The pod has been discarded. This is report 2 of 2 for the pod worn on the arm.